Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed due to no return of physical sample.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400683930. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, the patient was receiving a continuous infusion of bumex at a rate of five (5) milliliters per hour (ml/hr). Although the therapy was initially programmed to complete after sixteen (16) hours, the infusion finished in approximately seven (7) hours. Reportedly, the pump was programmed correctly according to the patient's therapy requirements. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.